Manufacturer narrative:
Part: 03.037.019-us, lot: 8442686, manufacturing site: (B)(4), release to warehouse date: 20. June 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Visual inspection: visual inspection of the returned device performed at customer quality (cq) shows device is bent towards the middle of instrument, additionally both yellowing line markings are missing. The missing epoxy was investigated under a CAPA and does not require any additional investigation for this defect. A device failure was identified. Dimensional inspection: measured dimensions: conforming. Document/specification review: the following documents were reviewed as part of this investigation: - trocar. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: the overall complaint was confirmed as the instrument is bent in addition to the yellow line markings are missing. While a definitive root cause for the reported problems cannot be determined, it is possible that the device might have encountered unintended forces. The missing epoxy was investigated under a CAPA. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the trochanteric femoral nails advanced (tfna) graphic case was damaged upon delivery. The sterile processing department (spd) was concerned about sterility and contamination due to flacking and peeling in gc. There was no patient involvement. Concomitant devices: blade screw guide sleeve (part# 03.037.017, lot# 3l16508, quantity 1), 3.2mm trocar (part# 03.037.019, lot# 9563965, quantity 1), buttress compression nut (part# 03.037.016, lot# 2l08389, quantity 1), blade screw guide sleeve (part# 03.037.017, lot# 4l85707, quantity 1), buttress compression nut (part# 03.037.016, lot# 9397799, quantity 1). This report is for one (1) 3.2mm trocar. This is report 1 of 1 for (B)(4).